Event description:
During a remote follow-up, episodes of under-sensing was observed on the cardiac monitor due to noise. The suspected cause of the noise was electromagnetic interference (emi). The patient was stable and will continue to be monitored.

Event description:
During a remote follow up, loss of sensing and loss of capture were observed on the device. Noise due to electromagnetic interference was suspected but not confirmed. No intervention has been performed. The patient was stable.